Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/11/2018, mentor became aware that this information was erroneously reported in the initial report dated 8/15/2018: primary breast augmentation was reported as the procedure; however, the correct procedure is breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received the complaint device with lot number 5530648, which corresponds to catalog number 3501640. Device evaluation summary: it was reported that a 53 year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. The patient was also feeling nauseous and feverish. It is unclear whether the symptoms were temporary around the time of deflation or long term. Although the complaint sample was returned to mentor, the explantation date is still unknown; therefore, the explantation date has been estimated as (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the valve junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 5530648 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the left breast implant. The patient was also feeling nauseous and feverish. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.